Manufacturer narrative:
The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: a visual and microscopic analysis was performed which identified creases fold, wear abrasion, stress marks and crease sharp on posterior. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening.

Event description:
Healthcare professional additionally reported that a patient was ¿concerned about a past fungal infection¿ and a ¿decision was made for a bilateral implant exchange and capsulectomy¿. The implants were sent for culture including ¿fungus culture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.

Event description:
Healthcare professional additionally reported a rupture.

Event description:
Device has been explanted.